Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the patient had a loss of connection. No additional event or patient information is available. Data download log was provided by the patient and reviewed for evaluation on 10/04/2016. Complaint for a loss of connection was confirmed. The root cause could not be determined.